Event description:
The customer reported that her olympus visera elite video system center¿s video connector pins were bent and compromising the connection point. There was no patient harm reported as a result of this event.

Manufacturer narrative:
This combined initial/supplemental report is being submitted to provide the initially reported event as well as the results of the manufacturer¿s investigation. A device evaluation, a review of the device history record (DHR), as well as a historical trending analysis were conducted during this investigation. The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. The scope input pins were found bent during the device evaluation. Because of this connection failure the subject device could not display an image during testing. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. Based on the results of the investigation and the condition of the returned device, it was determined that the failed connection was caused by the bent connector pin. However, a specific root cause for the damaged connector pin could not be identified. Olympus will continue to monitor the field performance of this device. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.